Manufacturer narrative:
H2) additional information: d11: lot number for product ID: 9734699 is 1013675l112. H3) the drive was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. When connected to a known good computer, the returned drive was able to load and archive exams without issue. No problem was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not given at the time of the report. Other relevant device(s) are: product ID: 9734699, serial/lot #: unknown. A field representative went to preform system checkout. It was noted that the system preformed as intended and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection. It was reported that the navigation froze during the procedure. They tried to reboot the system, but the navigation failed to start. They put a hold on the navigation because the procedure could not be performed. After being contacted by the site, a medtronic representative visited the site and looked at that connection of the system and reconnected the substrates and navigation started without problems. The procedure continued after a 1 hour delay. There was no reported harm to the patient present. Additional information was received. It was reported that the power supply was disconnected and reconnected, at which point navigation worked well.